Event description:
It was reported that a pump alarmed for constant downstream occlusion when no occlusion was present. It was also reported that this occurred trying to remove ultra filtrate from an econo pump, so there is no patient involvement.

Manufacturer narrative:
(B)(4). Baxter tech support called (B)(6) back and said that it sounded as through she was using our device to extract or pull fluids when it is not designed to do that. She advised that yes, that is what she was trying to do. It was explained to her that our pump is used to slow gravity and push fluids only and that she should discontinue the use for this kind of practice. (B)(6) was grateful for the information and said that these are newer devices to her facility and this may have very well been the first time something like this was attempted. She will discontinue and use a different device for doing such things such as extraction.